Manufacturer narrative:
(B)(4).the device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine experienced an unknown system error (se). Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A review of the device logs identified the reported alarm to be a system error 1026 alarm. Visual inspection and functional testing were performed on the device. During evaluation, the cause of reported alarm was determined to be a defect with the device¿s manifold 3-way valves. The valves were replaced. Should additional relevant information become available, a supplemental report will be submitted.